Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott technical service review, service history review, a search for similar complaints, and a review of labeling. Return material was not available. Upon trouble shooting of the analyzer an abbott field service representative (fsr) determined 2 cuvettes appeared damaged. The cuvettes were replaced and determined to be the likely cause for the issue. The fsr contacted the customer 5 days later and indicated there had been no additional issues since the cuvettes were replaced on the analyzer. An instrument service history review revealed no additional discrepant patient results reported on this analyzer, nor did it identify any service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data for the part associated with this complaint revealed no adverse trend or systemic issues associated with the cuvettes. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency of the architect c4000 analyzer list number 02p24 was not identified.

Event description:
The customer observed a falsely elevated creatinine result while using architect c4000 analyzer. The customer provided the following data (customer provided reference range 0.72-1.25 mg/dl): sid (B)(6): initial result: 211 umol/l (2.39 mg/dl), retest 56 umol/l (0.63 mg/dl. ) a new specimen was tested: sid (B)(6): initial 52 umol/l (0.59 mg/dl). Retest at 50 umol/l, (0.57 mg/dl). There was no adverse impact to patient management reported.